Manufacturer narrative:
(B)(4)

Event description:
It was reported that there were coupling and communications with the device. The patient had a rechargeable internal neurostimulator (ins) implanted in the right flank about 2 months ago and the ins was "sutured down at the time of implantation". It was further noted that the patient had trouble recharging the device since its implantation and was getting "2-4 bars usually". The patient stated that he "felt the ins move in the pocket at 2-3 weeks, post-implant, when he was reaching back to wipe himself". It was further noted that the "ins had moved since implant with the connector block area closer to the skin and the other end of the ins tilted further away". The patient stated that they needed to "press hard with the recharger to get any successful charging". It was further noted that the patient had developed a "small red pimple that opened up at the pocket where the ins corner would be located". It was noted that the patient was receiving "phenomenal coverage". The patient had revision surgery on (B)(6)-2012 on the device pocket. It was noted that the pocket was "made more superficial and sewed down really well". It was further reported that impedance testing was performed and "was fine".